Event description:
The customer reported having an issue with patient connection (pads/paddles).

Manufacturer narrative:
The customer reported having an issue with patient connection (pads/paddles). The unit was evaluated at philips, and the symptom was verified. Replacing the power pca resolved the issue.